Event description:
The china customer reported "bubbles appear when aspiration". The issue was found during testing. There were some slides affected by this issue and showed uneven staining on single slides. The field service engineer (fse) noted the complaint as the probe was leaking, "bubble dripped out from the probe". The fse repaired the instrument by replacing the syringe and stopcock which resolved this malfunction. The customer would re-slice and re-stain the affected slides to continue staining. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.